Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Anemia and bleeding are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event; with the primary investigator reported that the event was unrelated to the hvad device. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient developed refractory epistaxis. The patient saw ear nose & throat (ent) specialist and was treated twice unsuccessfully. The patient presented to the hospital with severe epistaxis and symptomatic anemia. Upon admission, there was no plan for surgical intervention. He was administered intravenous (IV) fluids for lightheadedness and mean arterial pressures (maps) in the 40s. His hemoglobin dropped with accompanying symptomatic hypotension and variable vad flows, consistent with potential suck-down. Echocardiogram revealed underfilled left ventricle which was consistent with volume depletion.  Blood pressures did improve with the administration of IV fluids and two units of packed red blood cells (prbcs), and by decreasing vad speed. It was felt that he potentially had some improvement in native cardiac function and no longer required higher dose of sildenafil especially in the setting of what was believed to be suck-down phenomenon and hypotension. Ent specialist cleared patient for resumed anticoagulation ((B)(6) 2016 - heparin, (B)(6) 2016 - coumadin), but patient again had symptomatic hypotension and oozing, so heparin was discontinued. Ent recommended afrin sprays for any recurrent nosebleeds. Of note, the patient did complaint of dark stools which gastroenterologist attributed to a chronic rather than acute issue and had no further recommendations. The patient was discharged on reduced medication dosage in stable condition. The event was considered resolved on (B)(6) 2016. The primary investigator reported that the event was unrelated to the hvad device and related to patient condition. The event of severe epistaxis was deemed related to the hvad implant procedure. No further information was provided.